Event description:
It was reported that the pacemaker exhibited undersensing due to automatic gain control (agc) and large signals contrasting with smaller intrinsic signals and potential far-field oversensing. Technical services (ts) was contacted, and ts did not think there was far-field oversensing. The pacemaker system remains in service. No adverse patient effects were reported.